Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert in an arctic sun device. They checked to see if the device needed to be refilled, but there was enough water, disconnected and reconnected the pads, and made sure there were no kinks. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.0psi, circulation pump command (cpc) was 40 percentage, pump hours were 9510 and system hours were 10890. Stopped therapy and disconnected pads. Rotated connectors 180 degrees and reconnected pads using proper technique. Resumed therapy. Flow rate (fr) was 1.2lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 38 percentage. Therapy resumed.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They checked to see if the device needed to be refilled, but there was enough water, disconnected and reconnected the pads, and made sure there were no kinks. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.0psi, circulation pump command (cpc) was 40 percentage, pump hours were 9510 and system hours were 10890. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert in an arctic sun device. They checked to see if the device needed to be refilled, but there was enough water, disconnected and reconnected the pads, and made sure there were no kinks. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.0psi, circulation pump command (cpc) was 40 percentage, pump hours were 9510 and system hours were 10890. Stopped therapy and disconnected pads. Rotated connectors 180 degrees and reconnected pads using proper technique. Resumed therapy. Flow rate (fr) was 1.2lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 38 percentage. Therapy resumed. Per follow up information received via task on 19feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.